Manufacturer narrative:
Age at time of event: older than 70. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the patient experienced a stroke post procedure. On (B)(6) 2017, a 30mm watchman ® laa closure device & delivery system was successfully implanted during a left atrial appendage closure procedure. There was no thrombus present at the time of implant. The patient was discharged two days later. On (B)(6) 2018, the patient presented with some signs of generalized weakness and no other symptoms. It was noted that warfarin was prescribed, but the family and patient had communicated to the physician and nurse that they did not take the medication. A magnetic resonance imaging (MRI) was performed on (B)(6) 2018, and showed that the patient experienced an ischemic stroke. The patient was transferred for rehabilitation where they have recovered nicely and are at a similar level of function as prior to the event.